Manufacturer narrative:
H6: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the patient's condition cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis.

Event description:
Female patient, initial right knee implanted on an unknown date, underwent a revision procedure on (B)(6) 2023. The poly from the knee recall was taken out and replaced with a new poly that was not a part of the recall. Patient was last known to be in stable condition following the event. The product was thrown away after surgery. No further information.

Manufacturer narrative:
Prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer,metal,polymer. Additional information, including the product investigation, will be submitted within 30 days of receipt.